Event description:
Pt experiencing lower abdominal discomfort and was seen in emergency room on 11/30/1998. A piece of wire was removed which had become disconnected from hernia disk. At this time an x-ray revealed 2 to 3 more wires still attached to disk, to avoid further discomfort or possibly an internal bowel injury examining physician had pt scheduled for removal of associated wires. Two more wires removed on 12/08/1998.